Event description:
A pt underwent nephrostomy placement. During the aprima placement under fluoroscopy and over the 0.018 guide wire, the pt experienced a renal pelvic puncture. Pt experience pain during injection of contrast due to the puncture. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
Product was not returned to assist in this investigation; however, it was reported that the pt experienced a renal pelvis puncture during use of the device resulting in pain and serious harm. Without benefit of inspecting the complaint device, it is difficult to determine with certainly why this outcome occurred, although pt anatomy, wire guide separation, or physician technique during access or wire guide placement are all possible contributors. Quality control final inspection for mandril guide confirm via 100% inspection that the distal tip has appropriate weld or solder and is secure. That no holes are visible and the tip is rounded smooth, not sharp or offset. Verify appropriate solder length if applicable. Also, per final inspection for general procedure for verification of a single item or set order, inspectors verify via reduced inspection that any wire guides in the set are of correct size and length. If catalog number for wire guide indicates a curve, confirm presence of a curve and that any needles in the set are of correct size, length and special characters. Although wire guide separation could not be confirmed as the root cause of the reported outcome, risk assessement was referenced to evaluate the risk to pt. With the addition of this event, the risk to pt remains acceptable. We have notified the appropriate internal personnel of this event and continue to monitor complaint for similar events.